Event description:
It was reported that this patient implanted with this pacemaker system was scheduled for a device check prior to an outpatient procedure. At the device check, high out of range pace impedance measurements greater than 2,300 ohms and elevated threshold measurements greater than 3v were observed on this right ventricular (rv) lead. It was also noted that the pacemaker had approximately five months remaining on the battery. Subsequently, the rv lead was surgically abandoned and replaced. The pacemaker was also explanted and replaced during the same procedure.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient implanted with this pacemaker system was scheduled for a device check prior to an outpatient procedure. At the device check, high out of range pace impedance measurements greater than 2,300 ohms and elevated threshold measurements greater than 3v were observed on this right ventricular (rv) lead. It was also noted that the pacemaker had approximately five months remaining on the battery. Subsequently, the rv lead was surgically abandoned and replaced. The pacemaker was also explanted and replaced during the same procedure. Additional information received reported that the cause of the elevated right ventricular (rv) lead impedances/thresholds was not conclusively determined after evaluation via pocket/arm manipulations. Per the physician, review of fluoroscopic imaging may have indicated the lead tip had migrated deeper into the apex, however it was inconclusive. The rv lead was tested on the pacing system analyzer (psa) and lead measurements were within 10 percent of unipolar and bipolar ranges collected from the device. Visual inspection of the pacemaker header was as expected. No additional adverse patient effects were reported.